Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Lens work order search. Visual inspection of the returned product found the edges of the lens were rough and a dark surgical residue on the lens. A lens work order search was performed and there were no similar complaints found within the work order. (B)(4).

Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. The lens was evaluated by a quality engineer and no rough edges were found, only surgical residue was observed. Conclusion - (evaluation conclusion): based on the complaint history, work order search, device history record review and the evaluation of the returned product, the event was due to a patient pre-existing condition and was not due to the lens. (B)(4).

Event description:
The customer reported that the cataract got stuck on the posterior bag and ruptured during phacoemulsification. Consequently, when the surgeon inserted the +22.0 diopter aq2015a three piece silicone in the eye, the anatomy was unable to support the lens. The lens was removed, a vitrectomy was performed, an acl was implanted and sutures closed the wound. The reporter stated the event was due to a pre-existing patient condition and not related to the lens.

Manufacturer narrative:
Per medical review - given the above information it is most likely patient's condition and/or surgical factor contributed to the event. Conditions such as capsule dynamics, capsule dehiscence and degeneration, mature cataract, weak zonules and bag, diabetes, post uveitic synechiae are risk factors that are associated with capsular fracture. The medical device is unlikely the cause of the event. (B)(4).